Manufacturer narrative:
Evaluation summary: inspection of the device found no visible sign of damage or defect. The device was received not in the park position. During initiation of the function test, the pump assembly was reset to the park position and inserted into the test console multiple times without difficulty. The guillotine on the console interfaced without problem on this device. The device was tested for several minutes with no abnormalities or deviation from standard performance witnessed. A project is currently in progress to assess possible changes for improving handpiece loading characteristics. We will continue to monitor for this type of event.

Event description:
Impossible to connect the handpiece correctly in the console, and surgery was delayed by 45 minutes. Surgery was cancelled and another one was planned two days later, so another general anesthesia was needed. The second surgery was successfully performed, but the pt died about two days after subsequently to a vascular cerebral accident. The surgeon has confirmed that the problem reported with use of versajet handpiece is not the cause of death. Outcomes attributed to adverse event: delay of surgical procedure requiring second administration of general anesthesia.